Event description:
It was reported that the patient had a cruciate ligament surgery on (B)(6) 2010. The patient complained about pain post-op. There were no findings by the x-ray, so the knee was opened again. The screw had broken inside the knee, fragments of the screw were removed. The screw was already partially absorbed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Only a small section of the distal portion of the screw was returned. The exact root cause of the complainant's event is undetermined. This type of event is typically caused by not inserting the driver co-axial to the bone tunnel, prying/leveraging the implant during insertion, flexing the joint during insertion, improper bone preparation or implant not seated properly on driver. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.